Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 348 mg/dl at the time of the incident. The mother states the customer had cracks on the pump. The cracks started from the battery compartment to the screen. She states the customer is unsure of how the dame occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.